Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g2, h6.

Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified: opening, crease fold, wear abrasion, yellow particles inside of the device. Leak test was performed and found openings on posterior. A microscopic analysis was performed which identified crease smooth opening on posterior and opening striated in posterior side. The fill test inspection was performed, and the result is no blockage. Based on the device analysis the final assessment is a crease smooth opening on posterior assessed as fold flaw opening."

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.